Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During a revision procedure for the ra lead, physician pulled the slack out of this lead and decided to cap it in order to prevent potential future malfunctions. No adverse patient events were reported. Should additional information become available, this file will be updated.